Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-95 mg/dl fasting. Verified the strips expire 10/27/2017. Customer confirms the strips are stored properly and were first opened 3/18/2015. Customer performed a blood test, 59 mg/dl fasting. Reviewed meter memory: 63 mg/dl, (B)(6) 2015, 11:15:00 am, fasting: yes; 109 mg/dl, (B)(6) 2015, 09:41:00 am, fasting: yes; 64 mg/dl, (B)(6) 2015, 11:30:00 am, fasting: yes; 100 mg/dl, (B)(6) 2015, 09:09:00 pm, fasting: yes; 88 mg/dl, (B)(6) 2015, 01:38:00 pm, fasting: yes.

Manufacturer narrative:
(B)(4). Meter and test strips were evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user has an inaccurate reference or user reused test strips or user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2015).